Event description:
It was reported that the customer's insulin pump alarmed during the prime process. It was stated that the piston continued moving forward after it makes contact with the reservoir, and the insulin squirted out. Advised the caller that the insulin would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had cracked case at the display window corners and cracked battery tube threads.